Event description:
It was reported that the iqvia arrived at the arctic sun device and during testing the device would not heat. Per wo notes, it was determined that the device had a failed heater. Flow rate (fr) was 1.8, inlet pressure (ip) was negative 7.0 heater, circulation pump command (cpc) was 100 percentage. Set to 40 would not reach past 24 or 25 and then starts to drop a bit.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed heater. Per wo notes, it was determined that the device had a failed heater. Flow rate (fr) was 1.8, inlet pressure (ip) was -7.0 heater, circulation pump command (cpc) was 100 percentage. Set to 40 would not reach past 24 or 25 and then starts to drop a bit. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia arrived at the arctic sun device and during testing the device would not heat. Per wo notes, it was determined that the device had a failed heater. Flow rate (fr) was 1.8, inlet pressure (ip) was -7.0 heater, circulation pump command (cpc) was 100 percentage. Set to 40 would not reach past 24/25 and then starts to drop a bit.